Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and with no device return, the cause of the event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A (B)(6) male with a history of hypertension, high cholesterol, coronary artery disease and with a bmi of (B)(6) underwent a diagnostic peripheral procedure on (B)(6) 2011. Access to the common femoral artery was obtained via a 5f cordis brite tip procedural sheath. Pre-procedural femoral angiogram was taken and showed presence of disease at the stick location. Reportedly, the physician had a hard time getting the measurement of the vessel size. It was also reported that the vessel size was approximately two times the outer diameter of the sheath. There was no anticoagulant on board. Following the procedure, the physician trained to the mynx procedure, chose the device to close the access site. There was no information provided regarding the procedural steps taken in deploying the mynx. It was reported that there was bleeding at the access site post mynx which concerned the physician. The patient was converted to 15 minutes of manual compression and hemostasis was successfully achieved. Per hospital protocol, the patient was admitted overnight for observation. The following day, patient was asymptomatic and was discharged to home without clinical sequela. Two days post discharge ((B)(6) 2011), the patient showed up in the emergency room (ER) complaining of pain in his leg. The ER physician ordered a diagnostic peripheral vascular resistance (pvr) tests to measure the pulse wave to the patient's left leg. The test revealed a flow limiting defect or a flat waveform, suggesting an arterial blockage. The patient was admitted in the or for a surgical cut down by a vascular surgeon. Foreign material was removed from the superficial femoral artery (sfa). Following the surgery, the distal flow was restored. Per the pathology report, the left extremity had a necrotic and fibro fatty tissue and non-polarized foreign material described as 2.6 x 0.6 x 0.3 cm aggregate of soft grayish-pink to tan-white material. It was reported that during or immediately post surgical intervention, the patient suffered a simple infarct (stroke) causing visual field defects to his vision. The patient was discharged from the hospital on (B)(6) 2011 with continued visual impairment. No further information was provided.